Event description:
Information received indicates the bed would not go into trendelenburg. The bed is in the geriatrics ward, with a patent on the bed when the problem was discovered. The patient was not injured.

Manufacturer narrative:
Findings: first occurrence, monitor field performance. The trend knob and trend assembly were found to be broken. Repairs have not been completed.